Manufacturer narrative:
Testing of the driver (device 1) found no manufacturing or material defects. Testing of the torque limiting handle (device 2) confirmed that it was worn from use over time and was not limiting torque. This appears to have resulted in the application of atypical force on the driver.

Event description:
It was reported that the screw driver tip broke off during screw insertion. Tip could not be easily removed and was left in the hex and the spinal rod placed over it. There was no adverse impact to the pt or procedure as a result of this malfunction. As an unintended portion of the device was left in the implant, an MDR is filed to document the event. The broken fragment was stuck in the implant hex and the rod placed over it, as such there is no fear of migration. Device 1, see also: 1526439-2010-00146.